Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31-oct-2022 . Sample and photo received by our quality team for investigation. Upon visual evaluation, foreign matter in the packaging and damaged shield were observed. During the sample evaluation, it was not possible to identify the foreign matter. When opening the package, it ended up coming off, making it impossible to locate it. As a superficial pre-opening evaluation of the packaging, the dark colored material may come from wear on the packaging machine, which can detach and adhere to the outside of the protector or packaging due to the static energy condition. Possible root cause for damaged shield is due to a plunger tangle in the grid, which keeps the set at an uneven height, causing excess pressure during protector assembly. During the evaluation of the samples, it was not possible to identify the damaged package/hole. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 2 bd precisionglide¿ needles' packaging units had holes in them. The following information was provided by the initial reporter, translated from portuguese: "2 units from batch 2120736 with hole in packaging.".

Event description:
It was reported that 2 bd precisionglide¿ needles' packaging units had holes in them. The following information was provided by the initial reporter, translated from portuguese: "2 units from batch 2120736 with hole in packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.